Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. Oversensing of the minute ventilation signal was noted prior to the lss. Post-lss there was noise and oversensing that appeared to be due to myopotentials. The out-of-range impedance was able to be reproduced with isometrics. Boston scientific technical services (ts) provided programming options. The patient was not symptomatic. This product remains in service. No adverse patient effects were reported.